Event description:
It was reported that the patient was not satisfied with the continence level following an artificial urinary sphincter (aus) implant. A surgical procedure was performed in which the existing 4.0 cm cuff was removed and a new 3.5 cm cuff was implanted. The patient was expected to fully recover following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was not satisfied with the continence level following an artificial urinary sphincter (aus) implant. A surgical procedure was performed in which the existing 4.0 cm cuff was removed and a new 3.5 cm cuff was implanted. The patient was expected to fully recover following the intervention.